Manufacturer narrative:
All buttons were functioning properly during testing, however, moisture damage was found to the keypad traces during the visual inspection. The pump was received with a cracked reservoir tube lip, a case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker. (B)(4).

Event description:
The customer's parent reported via phone call that the bolus button was not always working. Caller stated that the express bolus button intermittently stops responding. Also, the down arrow button did not work once during the past two weeks and is also not responding on occasion. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.